Event description:
The cardiologist was using spectranetics laser lead removal equipment lld#1 and experienced the same problem with the first three devices. Each came apart or broke while in use and were no longer functional as the lock failed to hold together. The doctor also attempted the lead removal with a spectranetics lld e laser lead removal device. This device failed to unlock and a small portion of it had to be left in the patient within the lead.